Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 3006705815-2023-05050. It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was able to resolve the issue. It was also reported that one of patient's lead had high impedance. As a result, surgical intervention was taken place on (B)(6) 2023 where the ipg and the leads were replaced to address the issue. It is unknown which lead caused high impedance.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000116962.